Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rashes') in an adult female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), metal poisoning ("metal poisoning"), autoimmune disorder ("autoimmune disease"), mental disorder ("mental health issues"), tooth disorder ("teeth and bone issues"), bone disorder ("bone issue"), feeling abnormal ("brain fog"), emotional disorder ("emotional imbalances"), arthralgia ("joint pain") and pain ("aches"). The patient was treated with surgery (schedule on (B)(6) 2020). At the time of the report, the rash, metal poisoning, autoimmune disorder, mental disorder, tooth disorder, bone disorder, emotional disorder, arthralgia and pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, bone disorder, emotional disorder, feeling abnormal, mental disorder, metal poisoning, pain, rash and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 as per pif. Lot number:629134 manufacturing date:2009/01 expiration date:2012/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administrative, reference number: mw5095924) on (B)(6) 2020. The most recent information was received on 26-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rashes') in an adult female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), metal poisoning ("metal poisoning"), autoimmune disorder ("autoimmune disease"), mental disorder ("mental health issues"), tooth disorder ("teeth and bone issues"), bone disorder ("bone issue"), feeling abnormal ("brain fog"), emotional disorder ("emotional imbalances"), arthralgia ("joint pain") and pain ("aches"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). At the time of the report, the rash, metal poisoning, autoimmune disorder, mental disorder, tooth disorder, bone disorder, emotional disorder, arthralgia and pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, bone disorder, emotional disorder, feeling abnormal, mental disorder, metal poisoning, pain, rash and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 as per pif. As per mr, discrepancy noted in date of insertion: (B)(6) 2009, on the right side there was 5 coils trailing. On the left side there was 5 coils trailing. Please save essure coils for patient attorney lot number:629134 manufacturing date:2009/01 expiration date:2012/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information, patient's medical history, explant date and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rashes') in an adult female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), metal poisoning ("metal poisoning"), autoimmune disorder ("autoimmune disease"), mental disorder ("mental health issues"), tooth disorder ("teeth and bone issues"), bone disorder ("bone issue"), feeling abnormal ("brain fog"), emotional disorder ("emotional imbalances"), arthralgia ("joint pain") and pain ("aches"). The patient was treated with surgery (schedule on (B)(6) 2020). At the time of the report, the rash, metal poisoning, autoimmune disorder, mental disorder, tooth disorder, bone disorder, emotional disorder, arthralgia and pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, bone disorder, emotional disorder, feeling abnormal, mental disorder, metal poisoning, pain, rash and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 as per pif. Lot number:629134 manufacturing date:2009/01 expiration date:2012/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received: case category updated to serious incident, reporter, rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.